Manufacturer narrative:
One device was received for evaluation. Visual inspection found a peeled downstream occlusion (dso) seal and a worn upstream occlusion (uso) seal. Functional testing was able to duplicate the reported problem. It was determined that damaged dose connector was the root cause. The lemo connector, dso seal, and uso seal were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the remote does cord does not lock. The event occurred during testing. There was no patient involvement. The device analysis found a peeled downstream occlusion seal.